Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an unspecified infection after the patient used minicaps that were received "defective". This was further described as "'package/box open or damaged before use". It was reported that the patient was hospitalized for three days for the event. Treatment for the infection was not reported. At the time of this report, the patient outcome was not reported. Pd therapy was discontinued, the pd catheter was removed, and the patient was transferred to hemodialysis. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction/additional information: this is a duplicate report to the report under manufacturer report number 1416980-2023-03036 (submitted on 20june2023). All relevant information was submitted under report 1416980-2023-03036. Should additional relevant information become available, a supplemental report will be submitted.